Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. During troubleshooting it was determined that the customer over-fills the cartridge and reuses the cartridge. Tandem technical support educated customer on cartridge labeling. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual insulin injection to address the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." Per tandem's user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin"